Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to a defective q1 current-controlling transistor and a defective u13 cmos flash microcontroller on the charger bedside board. The root cause for the defective q1 and u13 components could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data has detecting a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to recognize inserted battery packs. The last patient to use this battery charger/modem did not report any deficiencies.